Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient receiving unknown baclofen (500 mcg/ml) via an implanted pump. The indication for use was intractable spasticity. It was reported the patient's pump got infected a few months ago and was explanted. It was noted the patient was scheduled for pump implant next thursday but the date of explant was unknown. It was mentioned the infection was related to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the device manufacturer representative indicated that the cause of the infection was unknown. It was reported that the pump was explanted on an unknown date and discarded. No further complications have been reported.